Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 39mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose with food. The customer did allege over delivery on insulin pump. Customer reported auto mode feature was automatically delivering insulin. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer alleging insulin pump was over delivering due to they were getting frequent low blood glucose level. No further complications were reported. The customer will discontinue to use the device.